Event description:
Transcatheter valve-in-valve implantation for failed bioprosthetic heart valves study: it was identified through review of this literature that this patient experienced aortic stenosis and regurgitation of their edwards bioprosthetic valve after an implant duration of approximately 26 years. The patient underwent a successful valve-in-valve transcatheter aortic valve replacement.

Manufacturer narrative:
Stenotic and regurgitant bioprosthetic valve. Additional manufacturer narrative: it was learned that this patient had a stenotic and regurgitant bioprosthetic valve. Many factors can contribute to the onset bioprosthetic stenosis and regurgitation, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, there is insufficient information to confirm the root cause of this event. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.